Manufacturer narrative:
The field service engineer replaced the front bezel and resolved the reported issue. The front bezel was returned for failure investigation (fi). Previous investigations have shown that the root cause of the navigation ring failures was liquid ingress due to the variability of the assembly process.

Event description:
The customer reported the nav ring is not working. There was no patient involvement.